Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain'), genital haemorrhage ('abnormal bleeding') and herpes zoster ('shingles') in a female patient who had essure (batch no. 626909) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having difficulty releasing the device into the fallopian tube and she had to back it out and re-insert it". The patient's concurrent conditions included urinary urgency, uti, dysuria, breast tenderness, burning micturition, hot flashes and night sweats. Concomitant products included omeprazole. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping/ I have had agonizing cramps for 3+ years"), ovulation pain ("painful ovulation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles/ I would bleed through a super in record time when I get my period"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), tinnitus ("ringing in ears"), mood swings ("mood swings"), sleep disorder ("sleep issue"), lymphadenopathy ("swollen glands"), sinusitis ("allergies/sinus infections") and fatigue ("chronic exhaustion/fatigue/ im exhausted all the time"). In 2013, the patient experienced back pain ("severe and persistent pain in my back pain"), spinal pain ("spine pain"), arthralgia ("joints pain / hip pain"), chest pain ("chest pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pain in jaw ("jaw pain"), toothache ("teeth pain"), muscular weakness ("muscle weakness") and rash ("rashes") and was found to have weight increased ("weight gain/ I've gained 10lbs"). In may 2016, the patient experienced tooth fracture ("cracked teeth"). In december 2016, the patient experienced herpes zoster (seriousness criterion medically significant). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), memory impairment ("memory issues"), feeling abnormal ("brain fog") and polymenorrhoea ("I've started getting my period every two weeks and it will last 7-8 days"). The patient was treated with surgery (lavh/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, tooth fracture, herpes zoster, alopecia, weight increased, memory impairment and polymenorrhoea outcome was unknown, the genital haemorrhage, ovulation pain, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, spinal pain, arthralgia, chest pain, neck pain, pain in extremity, muscular weakness, tinnitus, mood swings, sleep disorder, lymphadenopathy, sinusitis, fatigue and feeling abnormal was resolving and the back pain, pain in jaw, toothache, abdominal distension, dyspepsia, gastrooesophageal reflux disease and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, polymenorrhoea, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache and weight increased to be related to essure. Diagnostic results: (B)(6) 2012:radiology reports-screening mammogram-impression: acr bi-raos category 2: enign findjng(s) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received : event added- polymenorrhoea. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a female patient who had essure (batch no. 626909) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having difficulty releasing the device into the fallopian tube and she had to back it out and re-insert it". Medical conditions: (B)(6) 2012: radiology reports-screening mammogram-impression: acr bi-raos category 2: enign findjng(s). Concurrent conditions included urinary urgency, uti, dysuria, breast tenderness, burning micturition, hot flashes and night sweats. Concomitant products included omeprazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping/ I have had agonizing cramps for 3+ years"), ovulation pain ("painful ovulation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles/ I would bleedthrough a super in record time when I get my period"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), tinnitus ("ringing in ears"), mood swings ("mood swings"), sleep disorder ("sleep issue"), lymphadenopathy ("swollen glands"), sinusitis ("allergies/sinus infections") and fatigue ("chronic exhaustion/fatigue/ im exhausted all the time"). In 2013, the patient experienced back pain ("severe and persistent pain in my back pain"), spinal pain ("spine pain"), arthralgia ("joints pain / hip pain"), chest pain ("chest pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pain in jaw ("jaw pain"), toothache ("teeth pain"), muscular weakness ("muscle weakness") and rash ("rashes") and was found to have weight increased ("weight gain/ I've gained 10lbs"). In (B)(6) 2016, the patient experienced tooth fracture ("cracked teeth/teeth fracturing"). In (B)(6) 2016, the patient experienced herpes zoster ("shingles"). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), polymenorrhoea ("I've started getting my period every two weeks and it will last 7-8 days") and urinary tract infection ("painful uti") and was found to have blood urine present ("peeing blood"). The patient was treated with surgery (lavh/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, tooth fracture, herpes zoster, alopecia, weight increased, memory impairment, polymenorrhoea, blood urine present and urinary tract infection outcome was unknown, the genital haemorrhage, ovulation pain, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, spinal pain, arthralgia, chest pain, neck pain, pain in extremity, muscular weakness, tinnitus, mood swings, sleep disorder, lymphadenopathy, sinusitis, fatigue and feeling abnormal was resolving and the back pain, pain in jaw, toothache, abdominal distension, dyspepsia, gastrooesophageal reflux disease and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, blood urine present, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, polymenorrhoea, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache, urinary tract infection and weight increased to be related to essure. Lot number:626909 manufacturing date: 2008/04 expiration date: 2010/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of product technical complaint on 28-feb-2020: social media received. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and herpes zoster ('shingles') in a female patient who had essure (batch no. 626909) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having difficulty releasing the device into the fallopian tube and she had to back it out and re-insert it". The patient's concurrent conditions included urinary urgency, uti, dysuria, breast tenderness, burning micturition, hot flashes and night sweats. Concomitant products included omeprazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping/ I have had agonizing cramps for 3+ years"), ovulation pain ("painful ovulation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles/ I would bleedthrough a super in record time when I get my period"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), tinnitus ("ringing in ears"), mood swings ("mood swings"), sleep disorder ("sleep issue"), lymphadenopathy ("swollen glands"), sinusitis ("allergies/sinus infections") and fatigue ("chronic exhaustion/fatigue/ im exhausted all the time"). In 2013, the patient experienced back pain ("severe and persistent pain in my back pain"), spinal pain ("spine pain"), arthralgia ("joints pain / hip pain"), chest pain ("chest pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pain in jaw ("jaw pain"), toothache ("teeth pain"), muscular weakness ("muscle weakness") and rash ("rashes") and was found to have weight increased ("weight gain/ I've gained 10lbs"). In (B)(6) 2016, the patient experienced tooth fracture ("cracked teeth"). In (B)(6) 2016, the patient experienced herpes zoster (seriousness criterion medically significant). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), polymenorrhoea ("I've started getting my period every two weeks and it will last 7-8 days") and urinary tract infection ("painful uti") and was found to have blood urine present ("peeing blood"). The patient was treated with surgery (lavh/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, tooth fracture, herpes zoster, alopecia, weight increased, memory impairment, polymenorrhoea, blood urine present and urinary tract infection outcome was unknown, the genital haemorrhage, ovulation pain, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, spinal pain, arthralgia, chest pain, neck pain, pain in extremity, muscular weakness, tinnitus, mood swings, sleep disorder, lymphadenopathy, sinusitis, fatigue and feeling abnormal was resolving and the back pain, pain in jaw, toothache, abdominal distension, dyspepsia, gastrooesophageal reflux disease and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, blood urine present, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, polymenorrhoea, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache, urinary tract infection and weight increased to be related to essure. Diagnostic results: (B)(6) 2012:radiology reports-screening mammogram-impression: acr bi-raos category 2: enign findjng(s). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: reporter added. Added event peeing blood, painful uti. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and herpes zoster ("shingles") in a female patient who had essure (batch no. 626909) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having difficulty releasing the device into the fallopian tube and she had to back it out and re-insert it". The patient's concurrent conditions included urinary urgency, uti, dysuria, breast tenderness, burning micturition, hot flashes and night sweats. Concomitant products included omeprazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), tinnitus ("ringing in ears"), mood swings ("mood swings"), sleep disorder ("sleep issue"), lymphadenopathy ("swollen glands"), sinusitis ("allergies/sinus infections") and fatigue ("chronic exhaustion/fatigue"). In 2013, the patient experienced back pain ("severe and persistent pain in my back pain"), spinal pain ("spine pain"), arthralgia ("joints pain / hip pain"), chest pain ("chest pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pain in jaw ("jaw pain"), toothache ("teeth pain"), muscular weakness ("muscle weakness"), rash ("rashes") and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced tooth fracture ("cracked teeth"). In (B)(6) 2016, the patient experienced herpes zoster (seriousness criterion medically significant). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), memory impairment ("memory issues") and feeling abnormal ("brain fog"). The patient was treated with surgery (lavh/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, tooth fracture, herpes zoster, alopecia, weight increased and memory impairment outcome was unknown, the genital haemorrhage, ovulation pain, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, spinal pain, arthralgia, chest pain, neck pain, pain in extremity, muscular weakness, tinnitus, mood swings, sleep disorder, lymphadenopathy, sinusitis, fatigue and feeling abnormal was resolving and the back pain, pain in jaw, toothache, abdominal distension, dyspepsia, gastrooesophageal reflux disease and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache and weight increased to be related to essure. Diagnostic results: (B)(6) 2012:radiology reports-screening mammogram-impression: acr bi-raos category 2: enign findjng(s). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache and weight increased are added. Lot number & lab data, concomitant & historical conditions drugs were added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in a female patient who had essure (batch no. 626909) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having difficulty releasing the device into the fallopian tube and she had to back it out and re-insert it". Medical conditions: * (B)(6)2012:radiology reports-screening mammogram-impression: acr bi-raos category 2: enign findings(s). Concurrent conditions included urinary urgency, uti, dysuria, breast tenderness, burning micturition, hot flashes and night sweats. Concomitant products included omeprazole. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("cramping/ I have had agonizing cramps for 3+ years"), ovulation pain ("painful ovulation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles/ I would bleed through a super in record time when I get my period"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), tinnitus ("ringing in ears"), mood swings ("mood swings"), sleep disorder ("sleep issue"), lymphadenopathy ("swollen glands"), sinusitis ("allergies/sinus infections") and fatigue ("chronic exhaustion/fatigue/ im exhausted all the time"). In 2013, the patient experienced back pain ("severe and persistent pain in my back pain"), spinal pain ("spine pain"), arthralgia ("joints pain / hip pain"), chest pain ("chest pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pain in jaw ("jaw pain"), toothache ("teeth pain"), muscular weakness ("muscle weakness") and rash ("rashes") and was found to have weight increased ("weight gain/ I've gained 10lbs"). In (B)(6)2016, the patient experienced tooth fracture ("cracked teeth/teeth fracturing"). In (B)(6)2016, the patient experienced herpes zoster ("shingles"). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), memory impairment ("memory issues"), feeling abnormal ("brain fog"), polymenorrhoea ("I've started getting my period every two weeks and it will last 7-8 days"), urinary tract infection ("painful uti") and food allergy ("allergic to avocado ") and was found to have blood urine present ("peeing blood"). The patient was treated with surgery (lavh/salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, tooth fracture, herpes zoster, alopecia, weight increased, memory impairment, polymenorrhoea, blood urine present, urinary tract infection and food allergy outcome was unknown, the genital haemorrhage, ovulation pain, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, spinal pain, arthralgia, chest pain, neck pain, pain in extremity, muscular weakness, tinnitus, mood swings, sleep disorder, lymphadenopathy, sinusitis, fatigue and feeling abnormal was resolving and the back pain, pain in jaw, toothache, abdominal distension, dyspepsia, gastrooesophageal reflux disease and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, blood urine present, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, food allergy, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, polymenorrhoea, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache, urinary tract infection and weight increased to be related to essure. Lot number:626909 manufacturing date:2008/04 expiration date:2010/03. Concerning the injuries reported in this case, the following one was reported via social media: food allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event allergic to avocados was added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), genital haemorrhage ("abnormal bleeding") and herpes zoster ("shingles") in a female patient who had essure (batch no. 626909) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she was having difficulty releasing the device into the fallopian tube and she had to back it out and re-insert it". The patient's concurrent conditions included urinary urgency, uti, dysuria, breast tenderness, burning micturition, hot flashes and night sweats. Concomitant products included omeprazole. On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), ovulation pain ("painful ovulation"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse"), menorrhagia ("long menstrual cycles"), abdominal distension ("severe bloating"), dyspepsia ("heartburn"), tinnitus ("ringing in ears"), mood swings ("mood swings"), sleep disorder ("sleep issue"), lymphadenopathy ("swollen glands"), sinusitis ("allergies/sinus infections") and fatigue ("chronic exhaustion/fatigue"). In 2013, the patient experienced back pain ("severe and persistent pain in my back pain"), spinal pain ("spine pain"), arthralgia ("joints pain / hip pain"), chest pain ("chest pain"), neck pain ("neck pain") and pain in extremity ("leg pain"). In 2015, the patient experienced pain in jaw ("jaw pain"), toothache ("teeth pain"), muscular weakness ("muscle weakness"), rash ("rashes") and weight increased ("weight gain"). In may 2016, the patient experienced tooth fracture ("cracked teeth"). In december 2016, the patient experienced herpes zoster (seriousness criterion medically significant). On an unknown date, the patient experienced gastrooesophageal reflux disease ("acid reflux"), alopecia ("hair loss"), memory impairment ("memory issues") and feeling abnormal ("brain fog"). The patient was treated with surgery (lavh/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, tooth fracture, herpes zoster, alopecia, weight increased and memory impairment outcome was unknown, the genital haemorrhage, ovulation pain, loss of libido, dysmenorrhoea, dyspareunia, menorrhagia, spinal pain, arthralgia, chest pain, neck pain, pain in extremity, muscular weakness, tinnitus, mood swings, sleep disorder, lymphadenopathy, sinusitis, fatigue and feeling abnormal was resolving and the back pain, pain in jaw, toothache, abdominal distension, dyspepsia, gastrooesophageal reflux disease and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, chest pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, gastrooesophageal reflux disease, genital haemorrhage, herpes zoster, loss of libido, lymphadenopathy, memory impairment, menorrhagia, mood swings, muscular weakness, neck pain, ovulation pain, pain in extremity, pain in jaw, pelvic pain, rash, sinusitis, sleep disorder, spinal pain, tinnitus, tooth fracture, toothache and weight increased to be related to essure. Diagnostic results: (B)(6) 2012: radiology reports-screening mammogram-impression: acr bi-raos category 2: enign findjng(s). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.